Manufacturer narrative:
MDR 9618003-2019-10219 / device 1 of 13. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's husband reported 12 unused wafers and an unknown quantity of used wafers that had an off-centered starter hole. He reported that he had noticed that the product had been off-centered "for a while". He had used the off-centered wafers on his wife. Picture of the alleged malfunction was provided by the end user.